Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/25/2015 with the following findings: there was no activity related to complaint observed in the black box or pump history. There was no data from the time of reported issue due to continued use. The battery compartment was found to be cracked along the side of pump. No damage was found to returned battery cap. The battery cap was able to secure to the pump with no issues. The pump failed to detect the cartridge during the load step and the remaining steps was unable to be completed. A force sensor calibration test revealed the sensor was not detecting the correct force. The resistance on the force sensor was measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. The display was also dim had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. The battery compartment was found to be cracked along the side of pump. The pump was unable to detect the cartridge during the load step and the remaining steps were unable to be completed. A force sensor calibration test revealed the sensor was not detecting the correct force. The resistance on the force sensor was measured and found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. The display was also dim had a red hue. This report is made based on results of investigation completed on 09/25/2015.